Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the non-tortuous and severely calcified left main coronary artery (lmca). A 5.00 x 20mm synergy shield drug-eluting stent (des) was initially selected for implantation in the ostial area of the lmca; however, the hypotube broke during the attempt. A second 3.00 x 20mm synergy shield des was subsequently selected for treatment; but it also failed to advance, and the hypotube broke again. The procedure was then completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned; however, a media was received and reviewed. Two images were attached to the complaint record. Within the images attached were photos of the outer box packaging of the complaint device. The photos are not applicable to the reported failure and therefore the allegation cannot be confirmed.

Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the non-tortuous and severely calcified left main coronary artery (lmca). A 5.00 x 20mm synergy shield drug-eluting stent (des) was initially selected for implantation in the ostial area of the lmca; however, the hypotube broke during the attempt. A second 3.00 x 20mm synergy shield des was subsequently selected for treatment; but it also failed to advance, and the hypotube broke again. The procedure was then completed with a non-boston scientific device. No patient complications were reported.